Manufacturer narrative:
Initially it was reported that the event was assessed as a hemostatic valve separation issue. The bwi product analysis lab received the device for evaluation on 1/18/2021 and observed on 1/20/2021 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. The hemostatic valve issue remains assessed as MDR reportable. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation was completed on 1/21/2021. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient¿s body, there was a leakage from the hemostatic valve. When the physician inspected the device, it appeared there was no valve on the sheath or it was internalized. The hemostatic valve did not break into two or more separate pieces. No patient consequences occurred. No additional interventions were required. It was not noted that there was any air that entered the patient¿s body. The patient¿s hemodynamics were not compromised due to the bleeding. The volume of blood that was lost was minimal. The sheath was replaced. An analysis was performed on the picture that was provided by the customer. A picture showing the vizigo sheath hub was received for analysis. The picture was not clear to identify a damage. The photo does not provide sufficient information related to the reported event and therefore; no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the observed hemostatic valve conditions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient¿s body, there was a leakage from the hemostatic valve. When the physician inspected the device, it appeared there was no valve on the sheath or it was internalized. The hemostatic valve did not break into two or more separate pieces. No patient consequences occurred. No additional interventions were required. It was not noted that there was any air that entered the patient¿s body. The patient¿s hemodynamics were not compromised due to the bleeding. The volume of blood that was lost was minimal. The sheath was replaced. The event was assessed as an MDR reportable hemostatic valve separation issue.